Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with pulsations/twitches in the chest. Chest x-ray was performed and externalized conductors on right ventricular lead was observed. Lead was capped and replaced on (B)(6) 2019. Patient was stable.

Event description:
Correction: lead was capped and replaced on (B)(6) 2019.